Event description:
Meter would not power on. The pt has not tested on his meter for the past two weeks. The last result he obtained on his meter was 303 mg/dl. The pt stopped taking his insulin at this time. He was taken to the hosp with symptoms of high blood glucose (tired and his feet were "burning"). At the hosp, his blood glucose was tested. The results obtained were not reported. Treatment, if any, was not reported. The pt was using the correct test strips, the battery was installed correctly and less than 1 year old, and the battery contacts were in good condition.